Manufacturer narrative:
Additional information: b5, d9, h3, h4, f10/h6: medical device problem codes (add codes), f10/h6: component codes, h6, h11. B5: the leak was identified from an "access site" (clearlink); further described as a "separation of bonded components". H11: the actual device and two photographs of the sample were provided for evaluation. Visual inspection was performed on the photo samples and the reported condition could not be identified from the provided photos. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. A leak test was performed on the returned sample and detached bubbles between the y-connector and tube were observed. Further visual inspection identified minimal traces of solvent present between the tube and y-connector at the location of the leak. A dimensional analysis was performed on the tube and the y-connector and the components met specifications. The reported condition was verified. The cause of the condition was due to improper manual assembly during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a blood/solution set with clearlink leaked from an unspecified location. This occurred before use. There was no patient involvement. No additional information is available.